Event description:
During surgery, the surgeon confirmed that the step drill was contacting the nail when inserting the step drill. However, the surgeon pushed the step drill further and the procedure was completed. After surgery, the surgeon found that the step drill was slightly bent.

Manufacturer narrative:
Additional info has been requested, and if received will be submitted on a supplemental report.